Event description:
Cable fiber snapped inside the pt while in use. Surgeons witnessed the incident immediately and removed device. X-ray was taken prior to final closure of incision and confirmed there were no retained foreign objects or broken pieces.